Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during setup for a bariatric procedure it was noted that the packet was compromised and the sterility of the device was in question. An alternate like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p91u40 the analysis results found that the eph02 device was returned inside its package; the package was returned with the blister cracked. Upon visual inspection, it was observed that the blister from the package was damaged; the blister was found to be broken at one of the corners of the package. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The condition of the package is indicative of handling and storage issues which occurred outside of ees control. All ees product is 100% inspected prior to release. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.